Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, a travel coarse error was identified. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the top case, bottom case, left and right plunger cases were damaged. The reported issue was confirmed through occlusion test; however, the probable cause was faulty main board. Replaced the top and bottom cases, left and right plunger cases and the unit passed all testing criteria.

Event description:
It was reported that during testing, the pump failed the occlusion test and was found to have a broken battery door, requiring replacement of the clutch. Upon further investigation, it was identified that the device had travel coarse error in the log. This malfunction makes the event reportable. There are no patient involvement and no adverse event reported.